Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that the pump declared alarms that stopped insulin delivery. Additionally, it was reported that the pump did not enunciate an audible high blood glucose (bg) alert when customer experienced a bg level ranging from 250-350 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.